Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the protector of the universal cord on the control section side was loose, the universal cord had a scratch and a wrinkle, due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending tube was deformed, the adhesive on the bending section cover rubber had a chip, the plastic distal end cover had a scratch, the connecting tube had a scratch and a wrinkle, the objective lens had discoloration, the scope connector cover unit had a scratch, the lock engagement lever and knob both had a scratch, the right/left and up/down knobs both had a scratch, the switch box had a scratch, switch 4 had wear, switch 1 had a scratch, the scope connector had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, and the suction cylinder was shaved. The customer states the device was cleaned, sterilized, and disinfecteed before being returned to olympus for a device evaluation. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope has no water leakage from the base part (rubber part) of the universal cord turning. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there is a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.